Event description:
Lar procedure: case was completed. Saline leak test was performed and no problems were noted at the time. Update in 2004: pt developed post operative leak which occurred at the junction between the ralc45 dlu and cs29 dlu staple lines. There was incomplete closure of some staples noted on the distal (patient) side. Pt was diverted temporarily into ileostomy in order to gain control of peritonitis. Pt has been released from the hosp two weeks post-op.